Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) on alleging her onetouch verioiq meter was having a battery charge issue. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information. The patient was unable to recall when the alleged issue first occurred. The patient denied using any medications to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported at an unknown time she "almost passed out and felt jittery." The patient reported on (B)(6) 2013 at 5am, she had something to eat or drink as treatment. At the time of troubleshooting, the cca confirmed it was not the first time the meter had been used and there was no misuse of the meter. The patient was able to perform a rapid charge. The patient was found to be using the correct test strips, however did not have them available. When the patient was instructed to press and hold the power button for 10 seconds, the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue, there was a delay in treatment; therefore, she developed symptoms suggestive of hypoglycemia and required self treatment to prevent further injury.

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.